Event description:
Pulmonetic systems, inc. Received the following report from a representative of facility. Vent intermittently not giving breath during patient initiated breath. Unit alarmed low pressure and disc/sense. When vent did deliver a breath unit corrected alarm condition. Lay person was the caregiver present at the time of event.